Event description:
The dentist reported the non-osseointegration of 2 dental implants cm drive implant 4.3x13 installed in intra-oral region #8 and #13. Pt received 8 implants in his maxilla and lost all of them in the period between (B)(6) 2012 and (B)(6) 2013.